Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states,"intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Additional information received in patient medical records indicates that a revision procedure was performed on (B)(6) 2014, due to adverse local tissue reaction. The capsule area and hip area were debrided. Upon attempt to remove the femoral components, the femur was fractured. The fracture was reduced with cables and all components except the acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.